Manufacturer narrative:
(B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2018: echocardiogram = high-grade reduction of global systolic pump function, aortic valve insufficiency, mitral valve with dilated ring, moderate tenting/tethering of both leaflets, primary jet defective in segment transition p2-3 (deep indentation), borders of leaflets overall mildly degenerated with poor coaptation, at rest moderately severe - severe insufficiency of mixed etiology, tricuspid valve insufficiency. (B)(6) 2018: pre-procedure echocardiogram = mitral regurgitation grade 3. (B)(6) 2018: post-procedure echocardiogram = severe mr. (B)(6) 2018: post-procedure echocardiogram = mr grade 3+, mean mitral valve gradient 1 mmhg. (B)(6) 2018: echocardiogram = mitraclip well seated, moderately severe mr, mean pressure gradient 2-6 mmhg (4 mmhg average), atrial septal defect on the upper third of the septum. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effects of hemorrhage and atrial perforation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation and bleeding appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to a clinically significant atrial septal defect following a mitraclip procedure. It was reported that a mitraclip procedure was performed on (B)(6) 2018. After steerable guide catheter removal (sgc0301 80621u106), groin bleeding was observed. A z-suture was performed and pressure dressing was placed. In addition, a moderately random left to right shunt from an iatrogenic atrial septal defect (asd) was also observed. The patient was in stable condition. On (B)(6) 2018 the patient had a mitral valve replacement and treatment for a clinically significant acquired asd. A non-abbott bioprosthesis valve was placed and the asd was treated with direct occlusion/suture placement. No additional information was provided regarding this issue.